Manufacturer narrative:
(B)(4). Facility name: (B)(6). The reported events of lymphadenopathy, seroma-late, and lymphoma - alcl - suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "suspected rupture extracapsular with large posterior siliconomas¿, "cytopuncture containing cells tumors suspected of associated anaplastic lymphoma", "effusion", and "periprosthetic late seroma with anaplastic large cell lymphoma". Histopathological markers not reported. Device was found intact upon explant.

Event description:
Healthcare professional reported for left side ¿senological assessment was carried out - acr2 with suspect of rupture extracapsular with large posterior siliconomas¿, ¿yellowed prostheses¿, "periprosthetic late seroma with anaplastic large cell lymphoma", "capsulitis", "cytopuncture containing cells tumors suspected of associated anaplastic lymphoma", "effusion left breast peri-prosthetic septum", ¿moderately metabolic nodular to the external portion of the device¿, ¿presence of lymph node formations moderately metabolic axillary bilateral and retro-bilateral pectoral lesions whose intensity is not specific¿. Histopathological markers cd30+ and alk- have not been received. The device has been explanted. The device was found intact upon explant.

Event description:
Healthcare professional reported for left side ¿senological assessment was carried out - acr2 with suspect of rupture extracapsular with large posterior siliconomas¿, ¿yellowed prostheses¿, "periprosthetic late seroma with anaplastic large cell lymphoma", "capsulitis", "cytopuncture containing cells tumors suspected of associated anaplastic lymphoma", "effusion left breast peri-prosthetic septum", ¿moderately metabolic nodular to the external portion of the device¿, ¿presence of lymph node formations moderately metabolic axillary bilateral and retro-bilateral pectoral lesions whose intensity is not specific¿. Histopathological markers cd30+ and alk- have not been received. The device has been explanted. The device was found intact upon explant.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/irritation: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device lymphadenopathy: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device lymphoma-alcl-suspected: unable to observe as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Yellow particles observed on the device. Observed 40 mm dark patch edge material inside gel device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported the diagnosis of bia-alcl. Histopathological biomarkers cd30+ and alk- have been reported. The patient underwent "senological assessment" which found "large posterior siliconomas". MRI imaging which reported the "appearance of a capsulitis". Biopsy results showed "cytopuncture containing cells tumors suspected of associated anaplastic lymphoma". Pet scan found "effusion", "moderately metabolic nodular to the external portion of the device" and "presence of lymph node formations moderately metabolic axillary bilateral and retro- bilateral pectoral lesions whose intensity is not specific.". The device was removed and found of be "yellowed" and intact. This relates to the left side.